Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and no button response due to lcd keypad connector unlocked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks near the battery compartment of the insulin pump. The customer's blood glucose reading was unknown.